Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine follow-up, it was noted the patient had four episodes of which one was inappropriately treated with three bursts of atp. A second episode was inappropriately treated with a shock. The decision was made to turn off the av intervai. The patient condition was stable.